Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported problem. Review of the device data logs confirmed the reported device failure to charge and total power failure during ventilation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device would not charge and stopped working during therapy. It was reported that the device triggered an alarm indicating low battery charge. There was no patient injury reported as a result of this complaint.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device would not charge and stopped working during therapy. It was reported that the device triggered an alarm indicating low battery charge. There was no patient injury reported as a result of this complaint.